Event description:
Customer reported that insulin pump alarmed weak battery alert. It was also reported that the insulin pump alarmed button error. In addition, customer stated that the insulin pump has an unresponsive keypad. The blood glucose reading was 121 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. Failed battery test alarm due to corroded battery cap contact, no weak battery alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.